Event description:
The event is reported as: the cushion around the mask is flattened. Alleged defect occurred prior to use on a pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.